Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an arthroscopic shoulder repair that when using the burr they noticed flakes of metal were coming off. The shoulder repair was completed as usual. There was no delay or injury reported.

Manufacturer narrative:
Incident identified as a product problem. Evaluation narrative - one used and four unused helicut tm blades were returned for evaluation. Visual inspection of the used blade identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The unused devices were inspected dimensionally and found to meet design requirements. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).